Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 1 year - 6 months after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. No significant findings were reported during the implant replacement surgery. The patient has since recovered.